Manufacturer narrative:
Section h3-other (81): the system was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported having a complication with the veritas phaco system. The foot pedal did not work when the physician tried to access the reflux switch.. This caused a complication that required a vitrectomy, and delayed the surgery. A 3 piece sulcus lens was placed instead. No further information provided.